Event description:
The facility representative reported a device with a condition of "device checkout-repair as needed". It is unknown when this condition occurred. There was no pt injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "device checkout-repair as needed", was confirmed during product evaluation as repairs were needed. Additionally, inspection of this pump revealed an inoperative channel select on the channel a pump head module (phm) keypad. To correct this condition, the phm keypad was replaced on channel a. The pump was retested and returned to the customer within specification. This issue is currently being investigated.